Manufacturer narrative:
Based on escalation analysis the sensor replacement was approved due to system performance, and an RMA was issued for further investigation. However, the sensor was not returned to senseonics by the time of complaint closure. No further investigation was possible without the physical device returned for evaluation to confirm any device malfunction. Dms records show that the user was re-inserted with a new sensor on (B)(6) 2026.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where the user experienced sensor inaccuracy which led to early sensor removal.